Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('lower abdominal pain/pain where the essure is located') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criterion medically significant), renal pain ("kidney pain"), urinary tract infection ("urinary tract infection"), neck pain ("neck pain") and fatigue ("fatigue"). At the time of the report, the abdominal pain lower, renal pain, urinary tract infection, neck pain and fatigue outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, fatigue, neck pain, renal pain and urinary tract infection with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.